Event description:
Related manufacturer report number: 2916596-2021-01059.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a pump exchange due to driveline damage. The site suspected short to shield due to log file review. The patient received a hm3 implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: it was noted that silicone residue, from the silicone potting around the motor capsule terminals, was adhered to the interior of the outlet housing. Evaluation of the heartmate ii left ventricular assist device serial # (B)(6) confirmed the report of driveline damage. (B)(6) was returned assembled with the driveline severed approximately 7¿ from the pump housing. The distal portion of the driveline, measuring approximately 31.5¿, was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was attached to the pump¿s inlet port. The apical sewing ring was not returned. The outflow elbow and the sealed outflow graft were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. Evaluation of the blood contacting surfaces did not reveal any evidence of any adhered depositions or thrombus formations that would have contributed to a function issue. Examinations of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Silicone residue, from the silicone potting around the motor capsule terminals, was found adhered to the interior of the outlet housing. This suggests that the silicone potting at the motor capsule was not properly cured when the pump was assembled. The motor phase lead connections to the terminals of the motor capsule were properly connected and encapsulated in silicone. An evaluation by abbott risk management deemed this issue not to be a harm. Electrical continuity testing of the pump portion of the driveline found all wires to be electrically intact. The silicone jacket, the bionate layer, and the metal braided shield of the pump portion of the driveline were unremarkable. Visual inspection of the underlying wires of the pump portion of the driveline revealed no damage to the wires or the underlying conductors which would have contributed to a functional issue. The pump portion of the driveline was then submerged in a saline bath for high potential (hipot) testing to verify the integrity of each wire¿s insulation. The test did not reveal any other breaches. Electrical continuity testing of the distal portion of the driveline did not reveal any discontinuities or shorts. Rescue tape was present on the distal portion of the driveline between approximately 2.75¿ and 3.75¿ from the metal connector. Upon removal of the rescue tape, tears in the silicone jacket were observed approximately 3¿ and 3.25¿ from the metal connector. The bionate layer was free of damage. Several areas of breakdown of the metal braided shield were noted. Examination and hipot testing of the underlying wires revealed a breach in the insulation of the orange wire approximately 29¿ from the metal connector, a breach in insulation of yellow wire approximately 28" from the metal connector, and breaches in insulation of green wire approximately 27.5" and 29" from the metal connector. Bypassing the aforementioned areas of damage in the orange, yellow, and green wires, the distal portion of the driveline was then submerged in a saline bath for hipot testing to verify the integrity of each wire¿s insulation. The test did not reveal any other breaches. If the exposed conductors of the yellow, orange, or green wires contacted the braided shield while the system was operating on a tethered power source such as the mobile power unit or the power module, the resulting short to ground could have potentially resulted in a low speed or pump stop event. Similar events could have also occurred from a phase-to-phase short if the exposed conductors of the two wires made direct contact with each other or simultaneous contact with the braided shield on either a tethered power source or battery power. Due to the confirmation of driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. H and patient handbook rev. G are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The features attributes and benefits, heartmate ii pump, aft housing and motor capsule assembly, describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.